Event description:
Customer reported experiencing high blood glucose readings. Customer stated that the high was not registering in his meter. It was noted that the infusion set partially came out during sleep. Customer's blood glucose readings did return to normal. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.